Event description:
The customer reported that the device jaws could not be re-opened after sealing was completed with the device. The device was removed by prying the device of with a laparoscopic instrument. The device knife was reported as protruding from the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.